Event description:
It was reported that the patient received inappropriate therapy due to noise on the ventricular lead. The patient will be transferred to a hospital for possible revision.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.